Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. It was also reported that the patient had experienced "several" episodes of peritonitis in the past. The cause of the peritonitis events was not reported. It was not reported if the patient was hospitalized for the events. The patient was treated with unspecified intraperitoneal ¿anti-inflammatory¿ drug (drug name, dose, frequency, and duration not reported) for this peritonitis event. Dianeal therapy remained ongoing. At the time of this report, the patient had recovered. No additional information is available.